Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report being submitted as lab evaluation completed on 17-may-21. Kinks in portholes confirmed. The investigation is still on going.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot number c1804392 was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 17th may 2021. A kink was noted on the 2nd, 3rd, and 5th porthole on the tapered end of the stent. A 0.035" wireguide did not pass the kinks. Documents review including IFU review: prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-7 of lot number c1804392 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1804392. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. The japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user found that the stent already has kinked when he was about to straighten the pigtail. He replaced it with another zebd-7-7 to complete the procedure. The user commented as he's not sure if the pigtail had been kinked before opening the package or when he handled it after opening the package. The patient did not experience any adverse effects due to this occurrence. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact prior to patient contact what was the target location for the stent? Common bile duct please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored in a shelf in x-ray foom. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* the kink found before contacting with wire guide. Was the wire guide lubricated prior to use? Unknown was the device at the centre of the complaint inspected for damage prior to use? Yes was the wire guide inspected for damage prior to use? Unknown were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes if yes please indicate the procedure performed. Est did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown if not with the device in question, how was the procedure finished? Already stated in description of evnet did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? N/a was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a were any other defects observed on the device prior to return (other than the reported complaint issue)? No was a straightener used to straighten the stent? Yes (if any damages were confirmed prior to use)was the package damaged? No